Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to an earth leakage current failed performance spec: earth lc normal measurement 2695.1 microamp; earth lc single fault norm measurement 2492.3 microamp; earth lc single fault rev measurement 2264.8 microamp. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). External/internal inspection was performed and failed due to fluid intrusion. Checked for infinite resistance reading from ground to each ac input terminal and the readings were not infinite but were rather errantly sitting at 6.81 milliohms. These readings go to their proper infinite value when the pump assembly is disconnected. Voltage verification at j3 (pump assembly) on the alternating current component (accomp) printed circuit board (pcb) and the pump assembly had voltage supplied; however, the pump assembly did not activate. Evaluation was terminated due to fluid intrusion and no test article can be used due to possible contamination of equipment. The fluid intrusion caused the pump assembly to malfunction and create an open circuit within the pump assembly preventing it from activating resulting in the earth leakage. Assignable cause for the rite failure earth leakage was determined to be caused by a malfunctioning pump assembly due to fluid intrusion. Device was identified to be scrapped.